Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. Symptoms included pain along with boils at the infusion site (abdomen) which was lanced and treated with antibiotics. The patient was released after 2 hours in the emergency room.